Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced critical pump error. The customer's blood glucose reading was unknown. The customer was advised about low versus alert before low. The customer stated that the pump was not working. The insulin pump will not be returned for analysis.